Event description:
It was reported that the device was used during a sling procedure, in 2007. The device was surgically placed, the surgeon did a cough test, and the pt leaked urine. The surgeon removed the device and used a different type of sling device to complete the procedure.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.